Event description:
It was reported that the patient presented for a scheduled generator changeout procedure on (B)(6) 2026. During pocket dissection, the physician visually observed an insulation defect on the right ventricular (rv) lead. All the electrical parameters were normal with no lead noise noted prior to the procedure. The rv lead was repaired and remained implanted; the electrical measurements remained consistent and unchanged post-procedure. The patient was in stable condition.